Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure was likely caused by a short circuit in one of the mini drawer engines. The field service engineer resolved the issue by unloading all medications from both drawers, powering off the station, disconnecting both drawers, rebooting the station and deleting both drawers from the application, shutting down the station again, reconnecting both drawers, and finally rebooting the station and reconfiguring both drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, there was a failed drawer, and short circuit on the pocket, there was drawer configuration issues that were unable to be resolve. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.